Event description:
A report was received that the patients ipg was sticking out about half an inch. It was also noted that the ipg was getting caught with stuff which cause pain.

Manufacturer narrative:
Additional information was received that there was no actual skin breakage. It was also reported that the ipg had stopped working as patient had trouble charging it, and the stimulator eventually stopped working. The patient will undergo a spinal cord stimulator (scs) revision procedure.

Event description:
A report was received that the patients ipg was sticking out about half an inch. It was also noted that the ipg was getting caught with stuff which cause pain.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced per physician preference due to inadequate stimulation. The patient was doing well post operatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg was sticking out about half an inch. It was also noted that the ipg was getting caught with stuff which cause pain.